Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the nc trek and mini trek rx, coronary dilatation catheters (cdc), global, instruction for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. It should be noted that nc trek and mini trek rx, cdc, global, IFU is referenced since the nc trek and nc tenku is the same product in which nc tenku is only sold in japan. The nc tenku coronary dilatation catheters (cdc), japan, IFU was not referenced as it is only available in japanese. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in japan by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. G5/PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a concentric lesion in the right coronary artery with mild tortuosity, moderate calcification and 99% stenosis. A non-abbott balloon catheter was advanced toward the target lesion and failed to cross. The device was removed and a 3.0x15 mm nc tenku rx balloon dilatation catheter (bdc) was advanced toward the target lesion, the balloon was inflated and on the third inflation the balloon ruptured at 18 atm and 20 seconds. The device was removed and replaced with an unspecified balloon catheter. There was no resistance during removal of the tenku stylet or protective sheath. The tenku balloon was soaked prior to use. Air aspiration was performed inside the patient anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.